Event description:
Upon entering room to respond to resident's call, his portable liquid oxygen concentrator was noted lying on its side in bed next to resident. Upon examination, skin on right elbow and right side of back from shoulder to mid-back was noted to be white and hard, as was mattress underneath concentrator. Resident sustained extensive burn to skin requiring hospitalization.